Event description:
During a plateletpheresis, the donor exhibited the following reaction, which was characterized as an acd reaction by the nurse: shortness of breath, chest pain, contractions all over the body specially on the legs. The donor received an excess of 400 mls of acd. Approx 150 mls left in the acd bag (850 mls delivered), 5300 mls of whole blood processed. The nurse stated she did not know what happened. The nurse stated the donor and the acd drip were checked every 30 minutes and no abnormality noted. The nurse said that they regulate the acd delivery with the acd roller clamp and the acd wheel. The donor was treated with calcium gluconate intravenously. The blood pressure and pulse were said to have remained normal. The donor recuperated okay and was released in good condition. The disposable kit was discarded andnot available for eval.